Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data was evaluated and the allegation was confirmed as signal loss over an hour. The probable cause of signal loss was determined to be potential patient misuse as the app was manually closed. The reported event of a signal loss reportable based on the finding of a signal loss over an hour. No injury or medical intervention was reported.